Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right side rupture". Device remains implanted.

Event description:
Patient reported "right side rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: around 0-25% of the shell is missing, fold creases and underweight. A microscopic analysis was performed which identified: broken shell with striated edge on radius side assessed as surgical damage and broken shell with sharp edge on posterior side in the same location of crease assessed as fold flaw opening, stress marks. Based on the device analysis the final assessment is: broken shell with striated edge on posterior side assessed as surgical damage consistent in the use of some surgical tool. Broken shell with smooth edge on posterior side in the same location of crease assessed as fold flaw opening. Missing shell due to inconclusive.